Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed assembly and determined the cause for the malfunction to be a shorted ic chip, designator u5.

Event description:
It was reported that the device would not operate on ac or dc power. There was no patient use associated with the event.